Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. UDI number: (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: after sliding the sheath back to expose the sealant, the white advancer tube was not seen and the sealant was outside of the patient's body on the wire. The device did have an advancer tube. A hematoma over 6 cm in size formed. Hemostasis was achieved with 30 minutes of manual compression. The patient was not hospitalized. The physician noted that he felt as if he did everything correctly but the patient still got a hematoma. Procedure type: intervention peripheral vessel size: 6 mm sheath size: 7f stick location: medium.